Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The cadiere forceps instrument was analyzed and found to have the cable crimp from wrist control cable at the grip hub dislodged. As a result, the cable appears to be broken but it was not. The cable crimp is captured inside the welded grip. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of this failure is attributed to a component failure. Correction: based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for field action# isifa2024-09-c, as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.